Manufacturer narrative:
The reported event was confirmed. A picture was attached to intake. It was visually observed the weld was compromised.

Event description:
The user facility reported that the housing broke found during a procedure. The broken housing could cause the non sterile battery to be exposed to the sterile field. There was no delay, no medical intervention and no adverse consequences.